Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The outcome attributed to ae was damage to the consumer's dental fillings. The event date is approximate.

Event description:
A consumer reported that their healthy white power toothbrush caused their dental fillings to fall out.